Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg2pla3h, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 440 mcg/day) via an implantable pump for spinocerebellar degeneration. On (B)(6) 2019, an attempt was made to check the position of the pump by palpation during refilling, but this failed. Telemetry could not be established. When confirmation was made by CT scam, it was identified that the pump dropped into the abdominal cavity. The date of occurrence was reported to be on or after (B)(6) 2019. In addition, it was also identified that the pump was "in the shape of lump," and the patient was admitted to the hospital urgently. On (B)(6) 2019, the pump was pulled up from the inside of the abdominal cavity. A new pocket was created on the left from the right pocket where the pump was implanted, and fixation was performed in two places. Kink of the catheter was confirmed by laparotomy. The kink was untwisted, and the drug was aspirated from the connector part. After that, the catheter was cut at the kink site. A new catheter was partially connected with the remaining catheter by the collet and connected to the pump. Priming was performed. At that time, refilling was also performed; the variability was 12.8%. It was indicated because kink of catheter was confirmed, overdose might occur if the daily dose remained at 440 mcg. Therefore, the daily dose was set to 360 mcg. The attending physician's assessment indicated it was considered the patient's abdominal pressure was stronger than expected, so the pump dropped. In addition, the pump was fixed in one place, so it was suspected the catheter was kinked. However, it was stated the relationship between the kink of the catheter and dropping of the pump was unknown. The event was considered to be recovered as of (B)(6) 2019. The pump dropping into the abdominal cavity was considered to not be causally related to the drug or programmer, unknown if causally related to the catheter or pump, and causally related to the surgical procedure. The pump "in the shape of lump" was considered to not be causally related to the drug or programmer, and unknown if causally related to the catheter, pump, or surgical procedure. Further complications were not reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The being pump "in the shape of lump" was clarified to mean the catheter was wound in the abdominal cavity. It was not reported if the pump was flipped or turned over. No symptoms were reported. The catheter would not be returned as it was discarded.